Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and driveline disconnect alarms was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 10 days (07mar2025 ¿ 15mar2025 and 24mar2025 per time stamp). The backup battery fault alarm was active on (B)(6) 2025 at 05:59:08 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. The power cables and driveline were disconnected on (B)(6) 2025 at 10:18:19 and 10:21:43 respectfully. The silence alarm button was pressed several times after the driveline disconnect event. The white cable was reconnected to the mobile power unit, but the driveline was not reconnected. The unit was disconnected a few hours later and the controller was powered off. The controller was then turned on briefly on (B)(6) 2025 without the driveline being connected. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time with the returned modular cable. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, and the controller in use at the time, serial (B)(6), was manufactured prior to the implementation of that corrective action. Incidental findings: small cut in the black power cable jacket, wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 05sep2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and driveline disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient appeared to have disconnected their modular cable at home on (B)(6) 2025. The details leading up to the death were unknown, and which end the modular cable disconnected from was unknown. Log files were submitted for review, and captured a driveline disconnect at 10:21:43. There were many silences alarm button pressed events recorded after the driveline disconnect, and a shutdown sequence started event at 17:44:33, indicating the system controller was put into sleep mode.